Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that son insulin pump alarm prime rewind. Customer's blood glucose was 136 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with failed battery test due to corroded battery tube also, unable to verify a33 alarm or perform the functional testing, including the self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to failed battery test. The insulin pump passed stop current and run current test. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.